Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013; 6935m implantable tachy lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead dislodged during implant. The lead was eventually implanted, and remains in use. No patient complications have been reported as a result of this event.